Manufacturer narrative:
Information was forwarded from the owner establishment, (B)(6), which markets the devices in the (B)(6). This article is not sold in the united states as this is the sterile version. The non sterile article is sold in the united states and therefore, we report this as a similar device. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. With the given information, we cannot state a final conclusion for the occurred incident. However, we do not consider it to be product related. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It was reported that above mentioned devices fractured when the patient fell. It is also reported that a competitor's femur nail had been implanted before this case, but that one had been removed due to its fracture. The ncb plate on this matter was implanted as the replacement of the nail.